Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On may 9, 2016, it was reported that the device had a carrier stuck and there was some damage. On may 27, 2016, it was clarified that there was no extension to the surgical procedure and there was no harm or injury to the patient or operator. The surgery was completed with an alternate device and there was no medical intervention or additional procedures required. The customer returned a skin graft mesher device, serial (B)(4), for evaluation. The customer also returned a 2:1 ratio cutter, serial (B)(4) for evaluation. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on (B)(6) 2016, revealed that there were minor nicks and scratches were noted to the ratchet and handle and the mesher was received with a carrier stuck under the comb. The latching pins were locked in place and could not be disengaged; due to the pins, the mesher could not be opened up to remove/evaluate the 2:1 ratio cutter. There was a portion of the comb was visibly damaged and the test mesh could not be performed due to the condition of the mesher. The 2:1 ratio cutter, serial (B)(4) produced an incomplete cut and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on may 17, 2016 which included replacement of the roller, worn bushings, worn side plates, damaged comb, gears, and damaged hardware. Skin graft mesher, serial (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿the device had a carrier stuck and there was some damage¿ was confirmed since the carrier was stuck under the comb and there were multiple issues with damaged components. The reported event was confirmed since the carrier was stuck under the comb and there were multiple issues with damaged components. The root cause of the device had a carrier stuck and there was some damage cannot be specifically determined with the provided information. The issue was resolved with the replaced the roller, worn bushings, worn side plates, damaged comb, gears, and damaged hardware. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device had the carrier stuck and there was some damage. No adverse events were reported as a result of this malfunction. Investigation results revealed that a portion of the comb was visibly damaged.